Event description:
Unable to speak with the pt/layperson in early 2009, who disconnected the call, this senior medical affairs specialist reviewed the customer care advocate's (cca's) info and sent the pt a letter. The cca replaced the products when unable to resolve an alleged power issue thirteen days prior to original date; the meter would not turn on the day of the call. Because the patient had never changed the battery, had no battery, and discarded the test strips, the cca could not troubleshoot. Result noted are in mg/dl, the correct unit of measure. The pt also alleged that she obtained an inaccurately low blood glucose result of "170 something" around 6:30 or 7pm two weeks prior to original date. Reportedly 20 mins later, the pt was urinating frequently, sweaty, dizzy, with a racing heart, chest pains, and numbness in legs and feet. Approximately 45 mins after obtaining the 170, the pt went to the ER due to her symptoms where her blood glucose on the ER's meter was "472 something." According to the pt, she was given "lots" of IV fluids and later released. Since the ER visit, she is to test four times a day from two and was placed on a sliding scale of insulin. It would be helpful to know the pt's past and present treatment regimen as well as other blood glucose results she obtained on her meter the day of the event and before. Due to an allegation of treatment for elevated blood glucose by an hcp after obtaining a reported lower result on her own meter and developing symptoms that meet the criteria of a serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report. D4, test strip lot number, not available as the pt discarded all test strips.